Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report that a sample was dispensed in the incorrect aliquot position on the dimension exl with lm instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse checked alignments, the sample arm and the sample transfer module (stm) and reviewed logs. The cse replaced the assembly motor encoder, home sensor, and the motor control board. After the service actions performed by the cse, there were no further reoccurrences of the event. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a sample was dispensed into an incorrect aliquot position on the dimension exl with lm instrument, which caused a delay in testing the patient sample as the sample needed to be repeated. The instrument triggered the following error codes: ¿sample arm cannot detect sample¿ and ¿error check level¿. Then, the instrument cancelled the aliquot position and aliquoted the sample correctly in a new aliquot well. The sample was tested, and correct patient results were reported. There are no known reports of patient intervention or adverse health consequences due to the reported event.